Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded multiple new cartridges to resolve the issue. Customer¿s blood glucose level ranged from 100-150 mg/dl.

Manufacturer narrative:
Device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.